Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the pacemaker battery went to elective replacement indications within a (B)(6) period of time from the previous follow-up and showed an unexpected premature depletion. The pacemaker was removed and replaced. No patient complication have been reported as a result of this event.